Event description:
Manufacturer report # 3005099803-2011-01572 addresses a cre balloon where during a procedure the complainant noted the balloon material "hardened". As a result of this event, the account decided to inflate this cre fixed wire balloon dilatation catheter as a test to see if the same issue would occur. After inflating the balloon, the balloon was able to be completely deflated; however the same issue occurred; it seemed like the balloon material where the catheter meets the balloon at the distil tip was hardened. The balloon material would not re-fold. There was no patient or procedure involved in this event.

Manufacturer narrative:
Investigation results: visual evaluation of the returned complaint device revealed no damage to the catheter or balloon portion of the device. Functional testing was performed per specification; the balloon was inserted through the scope and inflated and deflated, and then removed from the scope. The balloon was inspected after it was retracted from the scope and no defects were noted. Based on the condition of the returned incident device, the complaint that the balloon would not shrink completely down was not confirmed as the balloon performed per specification. The complainant confirmed that the correct device was returned for evaluation. Based on the investigation results and available information the most probable root cause of this complaint is ¿not confirmed¿ as the complaint includes a returned device review (visual, physical, and performance testing) which showed no evidence of either the alleged issue or any other defect which could have contributed to the event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Manufacturer report # 3005099803-2011-01572 addresses a cre balloon where during a procedure the complainant noted the balloon material "hardened". As a result of this event, the account decided to inflate this cre fixed wire balloon dilatation catheter as a test to see if the same issue would occur. After inflating the balloon, the balloon was able to be completely deflated; however the same issue occurred; it seemed like the balloon material where the catheter meets the balloon at the distil tip was hardened. The balloon material would not re-fold. There was no patient or procedure involved in this event.